Event description:
The customer reported the vertical column switches won't go up or down. The problem started during a cast. No patient injury was reported. The case was completed.

Manufacturer narrative:
The ge service rep replaced the power supply. The system operates as intended.